Event description:
We received a report concerning a patient who experienced ¿algesic symptoms with tyndall effect¿ and a diagnosis of ''possible endophthalmitis'' in the right eye which started 48 hours after cataract surgery and the implantation of an intraocular lens (iol). The surgery was performed on (B)(6) 2013. The patient was treated with oral quinolone with a good response. After 5 days there is a change in the symptoms so cultures were obtained and returned as negative. Secondary treatment was required in surgery by washing the anterior chamber with cefuroxime and intravitreal vancomycin and ceftacidime. The event resolved with sequelae of posterior synechia of a small area. Visual acuity was 0.3 without correction. Patient was also treated with toradex and diclofenac. The lens remains implanted at this time.

Manufacturer narrative:
Manufacturing records were reviewed; all tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. Sterilization records: the production order was sterilized in lot a2200054. The sterilization record for this lot was reviewed and no deviations that could affect the sterility assurance were identified. The product was processed according to requirements and met the specifications. Environmental: no environmental action was found for (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Initial reporter: phone number (B)(4). (B)(4). All pertinent information available to the manufacturer has been submitted.